Event description:
A paramedic contacted customer service regarding her facility's contour meter. A patient received a blood glucose reading of 29 mg/dl using his/her meter and a reading of 48 mg/dl using another meter. The paramedics received readings of 179, 94, 67, 69 and 53 mg/dl using their contour meter. The patient was treated with dextrose since he/she was not feeling well. No other information was provided about the event. The caller returned the test strips for evaluation. Replacement test strips and a new meter kit were sent to the customer.